Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the scs ipg was unable to communicate with the pt programmer or the charger. The pt "wiggled" the ipg and was able to resolve the issue. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.